Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itching on chest and big rashes about 2 inches wide 3.5 inches long, added that the lv was rubbing when patient sits down. There is gel leaking from the front te pad only. The patient¿s physician prescribed a cortisone cream for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.